Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. There was no reported calcification. Pre-dilatation was performed and the 3.0 x 23 mm vision stent delivery system (sds) was advanced and inflated to an unknown pressure. A small amount of contrast was seen in the vessel; however, the sds balloon did not loose pressure. The stent was deployed successfully. The sds balloon was then used for post-dilatation, and contrast was seen again. The sds was removed without issue. Outside of the patient anatomy, a syringe was used to test the balloon and a small pinhole was seen in the balloon, at the seal. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide wire: runthrough, pinnacle, inflation: indeflator, guide cath: jr4, sheath: 611. The device was returned for evaluation. The balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.